Event description:
A patient underwent a varicocele malignancy operation and the insorb 2030 skin stapler was used to close the abdominal skin incision. The wound separated the same evening post op. The separation was closed with metal skin staples.

Manufacturer narrative:
Device not returned to manufacturer.